Event description:
Boston scientific received information that a red alert was received for this system due to high, out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.